Event description:
It was reported that the right atrial (ra) lead was fractured and the tip migrated and was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).